Event description:
It was reported that a patient experienced loss of rf telemetry on their implantable cardioverter defibrillator. The device underwent a cyber security update, which resolved the issue. The patient was stable throughout.